Event description:
It was reported the patient was experiencing headaches due to stimulation though she was implanted for her leg. It was also reported the patient¿s implantable neurostimulator (ins) heated up. It was noted impedance testing and reprogramming was performed. The patient¿s device system was removed. No patient injury was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 299270001, implanted: (B)(6) 2011. Product type: accessory: product ID 3550-39. Product type: accessory: product ID 3550-39. Product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the internal neurostimulator nkl723280h found no anomaly. Analysis of the lead (B)(4) found no significant anomaly, it was noted that the lead body was cut through and the product was segmented. Analysis of the lead (B)(4) found no significant anomaly, it was noted that the lead body was cut through and the product was segmented. Analysis of anchor 1 found no significant anomaly, it was noted that the anchor was separated. Analysis of anchor 2 found no anomaly. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.